Event description:
In 2008, the patient reported that her infusion tubing became detached from her adapter. She stated that this is the second time this has occurred (also occurred 3 months ago). She stated that she does not change her adapter every 10th cartridge change. She was advised to do so. She stated that she typically changes the infusion tubing with every cartridge change. And she changes the cartridge every 7 days. She stated that she changed the infusion set the previous night (one day prior) and she knows that the infusion tubing was correctly attached to the adapter at 6:30am the following day. She discovered the detached tubing at 12:00pm and her blood glucose was elevated to 266 mg/dl. Her normal blood glucose level is 130 mg/dl. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.